Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted anterior resection procedure, the instrument failed to work in hand activation mode. Surgeon proceeded to use the device using footpedal and it worked satisfactorily. There was no pt consequence.